Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented after receiving inappropriate shocks likely delivered for svt. Further review of the episode revealed the patient received inappropriate atp therapy due to vt occurring during the svt. Programming changes were recommended. The patient condition was stable before and after the inappropriate therapy.